Event description:
Patient representative reported pain, capsular contracture, baker grade unknown, anxiety, enlarged lymph nodes and cysts on the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy, capsular contracture baker grade unknown.

Event description:
Patient representative reported pain, capsular contracture, baker grade unknown, anxiety, enlarged lymph nodes and cysts on the right side. The device remains implanted.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported double capsule and granulomas.